Event description:
Customer reports receiving a reading of 65 mg/dl on their freestyle blood glucose monitor, and then reported going into a convulsion. Orange juice was given to the customer. Paramedics were called and they received a result of 30 mg/dl on an unk brand of meter. User was given glucose and an intravenous treatment was administered in order to stablize glucose levels. Customer was not admitted to the hosp.